Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the nurse hung 2g of magnesium sulfate at 17.29. The patient's mother reported that the nurse kept opening and closing the "flap where the line goes" and "kept pressing buttons" because the pump kept beeping. The patient's mother said that by the time rn went to get a new pump, entire bag of magnesium sulfate was already infused and patient response was "is that why my arm is burning". Rn came back assessed patient's arm, read vitals signs and remove broken pump and paged the on call np/hospitalist. This was reported to bd representatives during their site visit. There was patient involvement but no harm.